Event description:
It was reported that the patient had a pain pump implanted in october, and the patient stated that her pump "worked beautifully" for two weeks when she had been on morphine. The patient stated that "after two weeks she went to get her stitches out, and by the time she got home she was in pain." The patient further stated that they did get two weeks of relief, but then it cut off and it did not work. The medication was changed to dilaudid. The patient dosage had been increased several times, and the physician had told the patient that "she was getting it as strong as there was." The patient stated that they were not getting relief. Fluoroscopy was performed and indicated that the catheter had become partially disconnected from the pump. Their physician replaced a connector and three or four inches of the catheter. It was later reported that the catheter revision occurred on (B)(6) 2013. The patient's healthcare provider (hcp) realized the catheter was disconnected, and the catheter was reconnected. It was further noted that the hcp thought that the patient's symptoms were attributed to a medication issue and not a catheter issue. There were no volume discrepancies. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (b)(60 2012. Product type: catheter. (B)(4).

Event description:
Additional information received reported that during the previously reported revision for a catheter disconnection from the pump, the patient stated the hcp replaced four inches of the catheter and the connector. The patient also noted the hcp had switched the drug in the pump to dilaudid prior to discovering the catheter issue, as the hcp thought the morphine was not helping the patient. The patient noted that when they were on morphine, it was helping for ten days with no pain, and when the hcp switched it to dilaudid, it went ¿on and on¿, and then the catheter issue was discovered (as previously reported). The patient stated when she was on the dilaudid, the hcp increased it 5 times.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient had a pain pump, "went through hell to get it" and after the patient got it worked wonderful for 10 days, no pain. The patient had to make that physician understand something was wrong. The patient convinced the physician with their spouses help. The physician went in the incision and found the connector had come loose from the pump. That was the reason the medication was not getting to the patient's spine.